Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 464 mg/dl and 169 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.